Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance greater than 200 ohms. The lead was capped and abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported.